Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was dealing with some mid flexion instability that started roughly about a year ago. Dr. Had planned to perform an I&d poly exchange, increasing poly thickness and changing it to a curved plus insert. Once the knee was open, dr. Realized the tibial component was loose at the bone to cement interface. Cement manufacturer is unknown. He opted to remove the tibia, ream for a 14x75 stem, and implant a size 3 revision tibia with a 37 tibial sleeve. With leaving the femur, he trialed rp curved inserts and found the sz 4 17.5mm insert you be satisfactory. All the implants were opened and implanted. The knee was run through a range of motion and found to be stable. The closing process began. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.